Manufacturer narrative:
This 36-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A14900) inserted. The case describes the occurrence of medical device removal ('device removal'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (hysterectomy). Fallopian tube occlusion insert was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the removal was intended. The primary reason for removal was reported as: in conjunction with other gynecological pathology. Lot number: a14900 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 36-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. A14900) inserted. The case describes the occurrence of medical device removal ('device removal'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (hysterectomy). It was unknown whether any action was taken with fallopian tube occlusion insert. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the removal was intended. The primary reason for removal was reported as: in conjunction with other gynecological pathology. Lot number: a14900 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 36-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A14900) inserted. The case describes the occurrence of medical device removal ('device removal'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (hysterectomy). Fallopian tube occlusion insert was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the removal was intended. The primary reason for removal was reported as: in conjunction with other gynecological pathology. Lot number: a14900, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: no newclinical information received, update to imdrf/FDA codes only. On 8-mar-2021: no new information. On 8-mar-2021: no new information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 36-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A14900) inserted. The case describes the occurrence of medical device removal ('device removal'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (hysterectomy). Fallopian tube occlusion insert was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the removal was intended. The primary reason for removal was reported as: in conjunction with other gynecological pathology. Lot number: a14900, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A14900) inserted. The case describes the occurrence of medical device removal ('device removal'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, the subject underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (hysterectomy). It was unknown whether any action was taken with fallopian tube occlusion insert. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: the removal was intended. The primary reason for removal was reported as: in conjunction with other gynecological pathology. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.